Event description:
Caller reported a cgm error 42. There was no reported impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, and the caller planned to reset the pump and follow up if the issue persisted.